Event description:
It was reported through the litigation process that some time post filter deployment, the patient allegedly experienced ivc filter perforation. There were no reported attempts made to retrieve the filter. The current status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The detached strut remained in right leg. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately four years post filter deployment, CT revealed the distal portion of a left lateral strut lies outside the wall of the inferior vena cava and extends to the aortic wall and a more posterior strut has its distal portion also outside of the inferior vena cava lying posteriorly within the lower corners of the diaphragm. The apex of the filter lies just above the entrance of the left and right renal veins. Additionally, no fracture or bending of the struts was present. Therefore, the investigation is confirmed for perforation of the ivc and unintended movement. However, the investigation is inconclusive for filter limb detachment. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 02/2014).

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 02/2014).

Event description:
It was reported through the litigation process that some time post filter deployment, the patient allegedly experienced ivc filter perforation. There were no reported attempts made to retrieve the filter. The current status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The fractured strut remains in right leg and patient experienced back pain however the current status of the patient is unknown.